Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue could not be determined. B3 date of event is unknown. Additional information will be provided if available should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported experiencing error code e226 during a diagnostic procedure involving an olympus video system center. There was no patient injury reported.